Event description:
Customer called and stated that the customer can not get the elite system to consistently count down when using excel off brand reagent strips and when the system does count down (after inoculation with blood) the only result the customer gets is 41 mg/dl. While on the phone electronic checks of the system were conducted and were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. The customer was supplied bayer/elite reagent and will call back to review the operation of the system.